Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. Results obtained with the subject meter and the laboratory device were not provided. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. After the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of shaking and tiredness. The patient treated self with food and/ or drink. The patient reportedly tested with another device; however, results were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient no longer had the testing supplies used at the time of concern. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.